Event description:
The customer reported that the left monitor has gone out and the monitor wheels do not lock.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep was unable to duplicate the intermittent video to monitor. He ordered and replaced display adapter and locking casters. The video appears satisfactory at this time.